Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that the probe wash collar was misaligned. The fse realigned the probe wash, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak on the tube tops of the unicel dxh 800 cellular analysis system. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.